Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned identified that the hypotube was kinked at 4.7cm and 25cm distal to the strain relief. An examination of the crimped stent found that the distal end of the crimped stent was stretched out over the tip. The tip was flared at its distal end. No other damage was visible along the entire device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage was noted. The patient presented with myocardial infarction <72 hours prior to the procedure. Vascular access was obtained via femoral artery. The non-totally occluded, 38mm long, de novo target lesion contained a bend of more than 45 degrees and was located in the bifurcation of the non-calcified and mildly tortuous diagonal left anterior descending (lad) artery to the diagonal branch arteries with reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation using a 2.5 x 15mm and 2.5 x15mm maverick balloon catheter. A 2.50 x 38mm promus element long stent was advanced however, resistance upon insertion was encountered and the stent did not cross the lesion. Severe manipulation was made to withdraw the device and re-ballooning of the struts with kissing balloon technique using a bigger balloon catheter was performed. The device was removed and stent damage was noted. The procedure was completed with a 2.5x20mm taxus stent and a 3 x 38mm promus element stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage was noted. The patient presented with myocardial infarction <72 hours prior to the procedure. Vascular access was obtained via femoral artery. The non-totally occluded, 38mm long, de novo target lesion contained a bend of more than 45 degrees and was located in the bifurcation of the non-calcified and mildly tortuous diagonal left anterior descending (lad) artery to the diagonal branch arteries with reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation using a 2.5 x 15mm and 2.5 x15mm maverick balloon catheter. A 2.50 x 38mm promus element long stent was advanced however, resistance upon insertion was encountered and the stent did not cross the lesion. Severe manipulation was made to withdraw the device and re-ballooning of the struts with kissing balloon technique using a bigger balloon catheter was performed. The device was removed and stent damage was noted. The procedure was completed with a 2.5x20mm taxus stent and a 3 x 38mm promus element stent. No patient complications were reported and the patient's status was stable.